Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ syringe had foreign matter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: by performing the tests on the samples sent by the client, results were obtained within the specification, so the defect of excess silicone that the client reported was not reproducible. Test were carried out on the samples sent by the client including defects on molding barrel, plunger rod and/or stopper affecting functionality, correct assembly of components, and presence of lubricant. The results in the functional tests for the approval of the batch were satisfactory, as well as the samples that the client sent showed results within specification, so the claim is not confirmed. DHR review: the lot was manufactured in line 5 in 3 days with 6 shifts with a total of 33 hours during which the production is monitored through the frequency rit0225ctis01-09 rev.01, where they evaluated characteristics in the assembly stage such as: syringe assembles correctly (visual method vs drawing), syringe without damage (visual method), syringe without missing components (visual method vs drawing) and syringe without contamination in liquid passage or external (method according to it-02-25-CT-is -06), 20 pieces are taken per hour, completing a total sample size of 660 pieces with a limit of acceptance of 0 and rejection of 1. No non-conforming part that could be attributable to the defect reported by the client was presented. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. In addition, the temperature parameters of the nozzle and tank pressure are within the operating window. Within the functionality tests for the batch release, silicone content is made according to it-04-36-CT-is-23 having the conformity results the amef of assembly process considers defective regarding aspersion and injection of inadequate silicone, where the category of risk assessment is "widely accepted" because with the controls that are established could identify the defect. No non-conforming part that could be attributable to the defect reported by the client was presented. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. In addition, the temperature parameters of the nozzle and tank pressure are within the operating window. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd plastipak¿ syringe had foreign matter. There was no report of exposure, serious injury or medical intervention.